Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 03/31/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings: during testing, the display was found to be dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that all keypad buttons were intermittently unresponsive. The keypad was found to be thinning but was intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts. Also unrelated to the complaint, evaluation revealed that the pump would not vibrate. Audio tones were functional. The pump case was removed and the vibration motor connector pins were found to be misaligned. The vibration motor was connected to an external power source and was found to function properly.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen was faded or dim and the text was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.